Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported following the patient's scs system implant x-ray taken showed the lead had pulled out of the epidural space. Subsequently, surgical intervention was taken and the physician tunneled the lead back to the original position. The patient reported receiving effective stimulation therapy postoperatively.